Manufacturer narrative:
The customer found the sample probe had visible foreign material/gel/fibrin and replaced the probe. The field service engineer found the replacement probe was bent and broken. He cleaned the original sample probe and reinstalled it. He performed mechanism resets, mechanism checks, and air purges without error. The investigation determined the issue was resolved by the service actions.

Event description:
There was an allegation of error messages and questionable ise indirect gen results from the cobas 8000 cobas ise module. One example was provided of an initial potassium result of 7.5 mmol/l and a repeat result of 4.5 mmol/l. The repeat result was believed correct. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.